Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1589. It was reported the patient's ipg got very hot with stimulation on. The patient has never charged her ipg since it was implanted and does not have stimulation currently. The patient stated the ipg felt like it moved lower. It was also reported the patient did not receive effective stimulation. The patient does not want to use her scs system and does not plan to have it removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.